Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at time of incident. Customer stated that when blood glucose was 500mg/dl she changed infusion set and did bolus also took 5u of insulin shot. Customer stated they did not fell ok to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.